Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon service investigation a service code 110 (overvoltage cleared no energy) was discovered. The cause of the service code 110 was isolated to components u900 ((B)(4) low voltage, 8 channel cmos analog multiplexer), u901 ((B)(4) quad micropower operational amplifier) and l1 (smd power inductor). Components (B)(4) on the computer analog board were damaged and required replacement. The root cause of the damaged components was unable to be positively determined. However the actual failure rate of these components is well below the predicted failure rates. No adverse event resulted from the damaged components. The last pt to use this monitor did not report any problems.

Event description:
A review of service data detected a reportable event. Upon service investigation of monitor sn (B)(4) a service code 110 was detected. The last pt to use this monitor did not report any deficiencies.